Manufacturer narrative:
The abutment cylinder and screw were returned with a portion of a fractured screw inside. The reported condition of a fractured screw was confirmed. The threads appear to be in functional condition, although signs of use are present. The device history record review was performed and the information did not provide any indication of a manufacturing deviation. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported that the screw portion of this abutment has fractured. The entire screw was able to be removed.